Manufacturer narrative:
(B)(4). Actual lot number of device used in this procedure is unknown. Reportedly, the account had the following lots j5m1523x, j6d0566x and j6c1519x in stock at the time the event was reported to the manufacturer. Device exp dates: j5m1523x expiration date: 12/31/2020, j6d0566x expiration date: 04/30/2021, j6c1519x expiration date: 03/31/2021. Device manufacture dates: j5m1523x device manufacture date: 12/01/2015, j6d0566x device manufacture date: 04/01/2016, j6c1519x device manufacture date: 03/01/2016.

Event description:
According to the reporter: the needle detached from jaws repeatedly upon toggling without any excessive pressure. Normal tissue bites were taken and the device was loaded properly. To correct this condition, the same device was loaded with a different suture load. No adverse events have been reported.